Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products: attachment device. The actual device was returned for evaluation. Quality engineering evaluated the cutter device and the reported condition that the device could not be removed from the dedicated attachment device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the shaft of the device showed heavy corrosion and the burr head showed signs of regular wear. The assignable root cause of these conditions was determined to be traced to improper reprocessing and component failure due to wear. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cutter device shaft showed heavy corrosion and the head of the device showed signs of regular wear. It was noted that the cutter device was received inside a dedicated attachment device and was removed for a separate assessment. It was noted that the cutter device broke into two pieces when it was removed from the attachment device. It was further determined that the device failed pretest for visual assessment. It was noted in the service order that lever lock of the dedicated attachment device was defective and when received for evaluation it was observed that the cutting tool was received inside the attachment device and could not be removed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.